Event description:
Information was received from a consumer regarding a patient receiving baclofen and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they got 4 boluses a day and since several months ago, the controller had been taking longer and longer to deliver the boluses. The patient stated that it was taking 20 minutes to deliver a bolus and that the handset got stuck at 90% when connecting. The patient stated that they had been dealing with the issue for 2 years ago and should have called sooner. The agent assisted the patient with clearing the data on the handset, closing all the apps, and resetting the handset. The agent asked the patient to connect, and the patient was able to connect to the pump very fast. The agent reviewed device function with the patient, and it was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.